Event description:
It was reported that pump displayed malfunction code 12 multiple times, with no notable events occurring before the issue and no indication of adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to use alternate insulin method if necessary, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to enter pump settings and connect continuous glucose monitor on replacement device.